Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2 ¿ (09/15/2014), the patient¿s test strips have been returned and evaluated on 9/3/2014 by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging her onetouch verio iq meter read inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2014 at 10pm. The patient reported blood glucose results of ¿200 and 109 mg/dl¿ with the subject meter, performed greater than 20 minutes of each other. The patient does not take medications to manage her diabetes. It is not known if the patient made changes to her usual management routine. After the start of the alleged issue, the patient claimed she felt symptoms of headache, shaky, weak and had difficulty focusing. The patient took food and/ or drink as treatment. The patient denied testing with another device. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. Replacement products was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (08/29/2014). The patient¿s meter has been returned on 8/13/2014 and evaluated by lifescan product analysis on 8/19/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.